Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that she was unconscious when her sister arrived to pick her up and the paramedics were called. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.